Event description:
The info provided is minimal and appears to imply that the pump was placed on hold but may not have provided the expected "hold time exceeded" message when the two minute hold period had elapsed. The pt did not receive the noradrenalin infusion as intended and, allegedly as a result of this, the pt deteriorated and died. The customer has requested an event log review to determine the sequence of events. Although requested, no additional pt or event info was provided.

Manufacturer narrative:
(B)(4). Pt info requested and all available info is included in sections a and b. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.